Event description:
It was reported that the patient leaking insulin at the site which leads to high blood glucose on (b)(6) 2023.

Manufacturer narrative:
Initial 7 of 8.Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summaryComplaint Investigation Results: Electronic Quality Management System (eQMS) search: A query was run in the eQMS on 09/MAR/2026 against Lot Number 5397971 and Similar Malfunction Codes: Insertion site egress - trace moisture / superficial wetness, Leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that Lot 5397971 and the identified failure mode are not associated with any Nonconforming reports (NCR) or Corrective and Preventive Action (CAPA) of the same or similar nature. Similar Complaints search: A query was run in the eQMS on 09/MAR/2026 against Lot Number criteria equal 5397971 and Similar Malfunction Codes: Insertion site egress - trace moisture / superficial wetness, Leakage from infusion site (cannula base part/cannula) (specific cause not identified). The number of complaints is 1. The complaint number is Complaint (b)(4). Device History Record (DHR) Review: The lot 5397971 was manufactured according to Work Instruction (WI) version 100.0 and manufactured in the line Inset 1, on 07/NOV/2022 with a total of (b)(4) units. The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual Evidence Review: No photo was provided to support visual confirmation of the reported issue. Conclusion: Unable to perform visual verification; assessment based on available documentation only. CAPA Determination Assessment - Conclusion Summary of Complaint Investigation: Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts). Complaint Unconfirmed: Following investigation, the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.